Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4), was completed on (B)(6) 2017 which confirmed that the injector was operating within bayer specifications. The stellant disposable set that was in use during the procedure was discarded by the site; therefore, they are not available for evaluation. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. The offer of additional clinical applications training was declined by the customer. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care was notified of an extravasation occurring during an abdominal CT scan while the patient was connected to a stellant CT injection system. The customer reported that approximately 60ml of contrast was extravasated in the patient's left arm during the injection. Due to a resulting significant edema and tissue swelling, the patient had to undergo fasciotomy surgery in order to reduce the pressure in the arm. The patient was subsequently discharged to home, fasciotomy later closed and well healed.

Manufacturer narrative:
The initial MDR 2520313-2017-00074 dated (B)(6) 2017 was submitted with an incorrect date received by manufacturer. The correct date should be (B)(6) 2017 (B)(6) 2017).